Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the infusion device does not properly provide the w1 low cartridge warning. Pt changed the cartridge at 5:26 am on (B)(6) 2011. Blood glucose was 6.7 mmol/l (120.6 mg/dl), and pt ate 2 be. Blood glucose was 11 mmol/l (198 mg/dl) at 12:07 om, and pt ate 2 be and administered 12 i.e via syringe. At 5:26 pm, the e3 automatic off error correctly appeared. Blood glucose was 5 mmol/l (90 mg/dl) at 9:00 pm. Pt checked the infusion device at 5:30 am on (B)(6) 2011. The infusion device was in the run mode and the cartridge volume was 7 i.e. The infusion set self-adhesive was wet and blood glucose was "ok." Pt was not sure why the cartridge was almost empty. Cartridges are not reused and are changed every 3-4 days. Pt did not have an infection or start new medication. Normal blood glucose level is 120 mg/dl. Infusion device was not exposed to electromagnetic fields or water. Infusion device has had direct contact with a mobile phone. Pt was advised how to properly align the infusion device piston rod with the base of the cartridge, and she reported there were no handling errors. Infusion device was replaced and requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.